Manufacturer narrative:
D10: 320-00-02 - 0 std right tray: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-20-02 - right augment std: (B)(6). 322-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). 802-001 - t-handle, torqe limi single use, ao connect: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that this patient underwent a shoulder replacement procedure. Subsequently, the patient experienced a dislocation. The patient stated that they moved their arm and felt the implant ¿pop¿ out of place. As a result, a revision surgery was performed. During the revision procedure, the surgeon removed the torque screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw. The outcome is considered resolved. No further information is available.